Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the color lcd display panel was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned gray with white lines and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.